Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient usually charged their ins twice a week and at the start of the charging session the ins was usually down to 30%. The patient said the last two times they charged the implant; the battery was only down to 90%. The patient said they got the device because they were urinating and stopping. The patient also had a burning sensation in their butt and down the back of their legs, and their urologist said the device might help with the burning, which it did. The patient said since the ins battery had not been depleting like usual, the burning sensation returned but their urinary control was still good. The patient was instructed how to check the ins with the micro mytherapy application. The patient saw a power on reset (por) message. The patient was able to clear the por message and turn stimulation on. The patient said the ins battery did not recently deplete. The patient increased stimulation to a comfortable level. The patient was redirected to their healthcare provider (hcp) to further address the issue.